Event description:
The evita 4 ventilator screen went blank on the pt approximately 2 hours after hemodialysis was set up. The pt arrested and was resuscitated. Respiratory dept. Was informed that the vent was not working properly. Respiratory examined the vent and found that both the internal and external batteries had no charge. There is a 2 hour battery back-up on the ventilator goes to the external battery, a low audible alarm rings. If the vent proceeds to the internal battery, which only lasts 15 minutes, an audible alarm rings as well as a reddened area on the ventilator screen. The back-up o the internal battery failed when the equipment was checked by the company.